Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed the reported issue through event log and duplicate during functional check. Investigation revealed pt802 (exhalation differential pressure transducer) has failed due to damage. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela unit has transducer fault during pretest. As of this time there in no information about patient involvement associated with this reported event.